Event description:
It was reported that the balloon of temporary pacing electrode catheter did not open properly during use. Per additional information via email from ibc on 28mar2024, it was stated that the not used in the patient's body, and the patient did not participate.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (with original label), used temporary pacing electrode catheter. Visual inspection of the sample noted using attached and in house syringe, the catheter balloon was inflated with 1.5 cc air with both syringes. The stopcock closed and the syringe removed. Allowed to rest with no leaks noted for 30 seconds. The balloon inflated with no issues, stopcock opened, and balloon passively deflated. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon of temporary pacing electrode catheter did not open properly during use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.